Event description:
A hemodialysis user faciltiy has reported that during treatment a blood leak occurred. Shortly after treatment began, the leak was visually observed and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 280ml's. Patient had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.